Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient had a total hip done 2005 in (B)(4), presents today with a cemented liner that spun out. We were requested to have 12/14 taper heads. Once patient's femoral head was removed the surgeon checked to see if the 12/14 articul eze would fit, it did not. It was loose on trunnion and would not engage at all. The surgeon tried other 12/14 heads and found zimmer 12/14 head fit very well, and was selected as the next implant. Doi: 2005; doe: (B)(6) 2017; unknown affected side.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.